Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and chest pain leading to the discovery of an erosion through the esophageal lumen of three linx device beads. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2012 by dr. (B)(6). -esophagogastroduodenoscopy (egd) on (B)(6) 2017 showed 3 beads visible in the lumen. The linx device was intact. -the entire linx device was explanted on (B)(6) 2017 by prof. (B)(6). -patient is doing well as of (B)(6) 2017.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and chest pain leading to the discovery of an erosion through the esophageal lumen of three linx device beads. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2012 by dr. (B)(6). Esophagogastroduodenoscopy (egd) on (B)(6) 2017 showed 3 beads visible in the lumen. The linx device was intact. The entire linx device was explanted on (B)(6) 2017 by prof. (B)(6). Patient is doing well as of 12/21/2017.